Event description:
Started leaking causing potential for air in the lines and possible death. Tubing was immediately replaced.

Event description:
Add'l info rec'd from MFR 8/27/04: laboratory testing was not possible because no sample was provided for testing. The risk manager at this facility called on 07/01/2004 to report that the sample could not be cleaned and disinfected for mailing. Investigation was unfortunately limited to a device history review: there was no indication of the reported defect found during a review of the device history record, extrusion inspection record, and molding inspection record. Lot met all release criteria. Trend analysis indicates there was no other complaint against this lot. Following conversation with the risk manager on june 2004, who indicated a sample was available, a packet of instructions was sent to her for mailing the sample to manufacturing plant. The packet included a six (6) step procedure for cleaning and disinfection of bloodlines and a mailing label with instructions. This was received by the facility on 06/2004. On 07/2004 we received a call from the risk manager stating they could not clean the bloodlines.